Event description:
A caller reported a malfunction with the pump, specifically noting a malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support and assisted with resetting the pump, as the malfunction code was resettable. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump, with instructions to call back if the issue reappeared.